Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. The lead was not used, and the physician switched to vvi implant. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with all four tines found intact and undamaged. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.